Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap is fractured at the uv glue zone. The glass cap distal to location of fracture is detached and not returned. The heat shrink tubing open end exhibits signs of abrasions and melting, erased red octagonal sign, partially erased blue arrow indicator, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the tip of the fiber detached inside the patient at 100,630 joules and 25:39 minutes of use. The fiber was not cleaned during the procedure. The tip was removed via irrigation. A second fiber was used to complete the procedure with no patient complicates reported.